Event description:
Event description boston scientific received information that this transvenous coronary sinus lead, which is being used in an off-labled manner, exhibited an impedance >2500 ohms. The device was programmed to vvi mode.